Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when arriving on site today, the navigation system was displaying a low memory error. There was no patient involvement. Troubleshooting was confirmed. The system was confirmed to running on application 1.2 and the storage was good. The field representative (rep) tried multiple reboots, let procedure, and the last patient selected didn't have a crazy amount of information. The probable cause was noted to be that older software mixed with patient data.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6), h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.